Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Peters, r.m. (2017). Fatal cobalt toxicity after a non-metal-on-metal total hip arthroplasty. Manuscript. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2017-00880.

Event description:
It was reported in a journal article, a patient was indicated for hip revision due to signs of metal wear debris and pseudotumor; however, the revision was postponed due to ischemic cerebrovascular accident. Subsequently, the patient was admitted to the hospital two weeks later due to pain, vomiting and diarrhea. The patient reported asymmetrical hearing loss, visual impairment, complaints of vertigo, and unintentional weight loss. Within 2 days, the patient deteriorated and subsequently died. It was hypothesized in the journal article that due to third body wear reaction between ceramic remnants and the metal femoral head severe and ultimately fatal cobalt toxicity occurred with dilated cardiomyopathy and neurotoxicity (hearing loss and visual impairment).